Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The modular head and taper adapter were removed and replaced. It was further reported that during the revision procedure the surgeon noted that there was no metallosis, but alleged osteolysis. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.